Manufacturer narrative:
Field service engineer found the table top on the lateral move toward the tower was hitting the edge of the tub's phenolic window when moved towards the tower. The hut systems have, as a safety feature, safety stops designed to prevent the lateral movement of the table from pinching the pt as the table approaches the tower. The fse found that the tub's window was bent, causing the edge to lift at the long edge and catch the table. Fse also found that the roller cams on the table were locked up due to buildup of dried fluids and grime. When the table caught on the window edge, plus the dirty non-rolling cams, this was enough to trip the safety stop during this lateral movement. The tub window and roller cams were replaced and the urology table tested and verified for proper operation per the hut service manual. System returned to full service by the customer.

Event description:
Customer reports the urology table would not move from left to right. All other table functions were normal. All pt procedures completed without incident, no reported injury.